Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy was weak and did not seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and the tool jaws. Microscopic inspection showed charred tissues on the hot jaw. It was observed that the heater wire was slightly flexed but remained attached to the hot jaw. The silicone boots on the jaws appeared intact. No other visual defects were observed.the device was evaluated for electrical/cautery function. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method" (bacon test). The device activated and transected tissue five (5) times with no cautery failure observed. The handle which houses the switch component was opened. No evidence of contamination or erosion on the wires and switch parts. We were unable to observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, the reported failure "failure to cut" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro energy was weak and did not seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.